Manufacturer narrative:
(B)(4) = feedbar connectors. Additional information was requested and the following was obtained: what is meant by "the clip did not come out smoothly after the 2nd firing?" Does this mean the device was difficult to fire? Yes. Does this mean the clip fed slowly? Yes, and the jaw couldn¿t be opened smoothly. Does this mean there was a malformed clip? No. The el5ml was returned for analysis in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and one conforming clip was fed and formed. During the analysis a short feed incident occurred several times; this condition resulted in six malformed clips. The device was cycled again and two conforming clips were fed and formed; the instrument did not lock out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be slightly separated causing them to be too loose against the feedbar. This condition caused that the feedbar could not advance and retract as intended, leading to the short feed incident. The found condition is related to the welding process of the components. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the clip did not come out smoothly after the 2nd firing. There was neither unexpected resistance nor noise. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. The jaws did not open smoothly when the device was released from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.